Event description:
A competitor reported that there were several atrial noise reversions. Atrial maximum sensitivity and atrial post-paced threshold start settings were modified, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.